Event description:
It was reported that an infection occurred. The implantable cardiac defibrillator system was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable cardioverter defibrillator 2011 (B)(6); 407645 implantable pacing lead 2012 (B)(6); 694758 implantable tachy lead 2011 (B)(6). (B)(4).